Event description:
The suspect device result was 275 mg/dl. The user dosed 35 units of insulin and went to bed. User woke up not feeling well and tried to test their glucose and passed out. Their neighbor gave user a glucose tablet. Controls were not used. The device was replaced and requested to be returned for eval.